Event description:
It was reported that the release handle is broken which could affect raising and lowering of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cot was not raising and lowering due to a broken foot end release handle. The issue was resolved for the customer by sending replacement parts in which the customer will install. Distributor representative evaluated the unit.

Event description:
It was reported that the release handle is broken which could affect raising and lowering of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.